Event description:
It was reported that a patient with an implantable neurostimulator (ins) 97715 intellis adaptivestim pain experienced new pocket pain at the implant site, noticed the pocket felt bigger after weight loss, and was able to flip the ins under the skin. The patient reported ongoing pain at the implant site and indicated that the device lays flat and charging is not currently problematic. The patient will be evaluated by a healthcare provider. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The hcp advised that they saw this patient and assessed the pocket <(>&<)> noticed no evident issues. They advised that the patient actually had increased pain in her back, buttocks and legs in general (not just where the pocket is) and mentioned a dancing situation that seemed to align timing wise to when the additional pain began. Hcp ordered an MRI to see if there is something new going on that may be causing this new pain. This is all the new information available currently.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.